Event description:
It was reported that during a lap cholecystectomy procedure, before the surgeon inserted the device into the trocar, he tested the device and closed it. The device jaws would not open. The device was not used on the patient; he used a second device to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 08/11/2008. Information anticipated, but unavailable at this time.